Event description:
Healthcare provider reported a left side exchange from textured to smooth implant due to the patient's concern with the product and a rupture confirmed at time of explant. Additionally, healthcare provider reported capsular contracture unknown baker grade. Healthcare provider additionally reported an observation made during surgery of "any creases". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Crease/ folding of implant: observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a left side exchange from textured to smooth implant due to the patient's concern with the product and a rupture confirmed at time of explant. Additionally, healthcare provider reported capsular contracture, baker grade iii. Healthcare provider additionally reported an observation made during surgery of "any creases". The device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii.